Event description:
During refills, they were able to aspirate the reservoir, but unable to fully fill it. They aspirated about what was expected, but were only able to fill it with 17 cc's rather than 20. They used a 20 ml syringe and aspirated air from the pump several times. The pt was reaching drug efficacy. The pump was replaced. The pt recovered without sequela. The device system was used to deliver compounded baclofen and hydromorphone.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.